Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the customer through the process. Following the reset, the cgm error did not reappear. The customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.